Event description:
(B)(4). Stomach ache, heart racing, loss of weight, hands shaking, weak legs....resulted in being diagnosed with graves' disease. Periods are excruciating. Sexual intercourse is impossible due to extreme pain. Headaches daily. Anxiety and depression. Hand and face muscle spasms. Device was covered by my insurance.